Event description:
It was reported during a diagnostic heart cath procedure, after achieving arterial access, a 4f act sheath was inserted. While attempting to advance a 5f cordis jl4 diagnostic catheter, the user felt a pop in the hub of the sheath. The valve had not ruptured and no bleeding was noted. The diagnostic catheter was then advanced and injections of the left coronary system were completed without difficulty. Upon removal of the 5f catheter, the hub of the sheath fell onto the drape; a portion of the sheath had detached and a section remained in the pt's artery. Attempts were made to snare the sheath without success and the pt was transferred to surgery to remove the detached portion. The pt was reportedly recovering.